Event description:
It was reported that PICC inserted on (B)(6) 2024 ¿ 3 treatments given with no issues. Treatment yesterday given with no issues (2 hours of treatment given), patient left at 2pm and phoned at 4.30 as PICC leaking. Again, no kink seen at any stage, no lifting etc. PICC removed last night, there was a delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc inserted into a patient. A drop of a clear fluid was observed on the catheter tubing; however, no damage could be seen on the catheter in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that PICC inserted on the (B)(6) 24, 3 treatments given with no issues. Treatment yesterday given with no issues (2 hours of treatment given), patient left at 2pm and phoned at 4.30 as PICC leaking. Again, no kink seen at any stage, no lifting etc. PICC removed last night, there was a delay in treatment. No other information was provided.